Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was in the stomach during gastrostomy replacement procedure performed on (B)(6) 2024. During the procedure, the endovive securi-t replacement bolster was removed to be replaced, but the bumper fell off during removal and went missing. The bumper did not fell off before the removal since resistance was felt around the stomach. An endoscopy was performed to search for the bolster inside the stomach but could not be found. Due to the possibility of it entering the abdominal cavity, a CT scan was performed, but it still could not be found. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf impact code f2301 captures the reportable event of an attempt to retrieve the detached bolster using an endoscope and CT scan. Imdrf device code a0501 captures the reportable event of bolster detached. Block h11: the returned endovive securi-t replacement bolster was analyzed. A visual analysis found the device without the bolster on the feeding tube. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of bolster detached was confirmed. Based on the condition of the returned device, this problem may have occurred due to the way the device is being handled when trying to place the securi-t device into its correct position and the technique used by the physician or the way the device was being handled when pulling it from the stomach. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Imdrf impact code f2301 captures the reportable event of an attempt to retrieve the detached bolster using an endoscope and CT scan. Imdrf device code a0501 captures the reportable event of bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was in the stomach during gastrostomy replacement procedure performed on (B)(6) 2024. During the procedure, the endovive securi-t replacement bolster was removed to be replaced, but the bumper fell off during removal and went missing. The bumper did not fell off before the removal since resistance was felt around the stomach. An endoscopy was performed to search for the bolster inside the stomach but could not be found. Due to the possibility of it entering the abdominal cavity, a CT scan was performed, but it still could not be found. The procedure was completed. There were no patient complications reported as a result of this event.